Manufacturer narrative:
An event of the leaflet did not open and close well upon implantation was reported. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Hydrodynamic testing upon return to abbott and at the time of manufacturing indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, 23mm sjm regent mechanical heart valve, was selected for an implant. A rubber hose was used to test leaflet function. After implantation, the physician found that the valve leaflet did not open and close well. Device was explanted and replaced with a new 23mm sjm regent mechanical heart valve, which was successfully implanted. Post explant, when the valve was tested, it was moving normally. The patient is stable and was given warfarin sodium.